Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 90 mg/dl, 300 mg/dl, 103 mg/dl, and 101 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.